Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Reported device not marketed in the us; however similar devices are. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Needle tip deformed from the first pass through the edges of the surgical wound (in a digestive surgery). Impossibility of completing the closure of the wound with the needle still supporting the thread.